Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a premature ventricular contraction ablation interventional procedure with an 8f sheath. Reportedly, both prostyle devices functioned as intended but failed to achieve hemostasis. An additional prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, there was no reported device malfunction or adverse event associated with this device. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.